Manufacturer narrative:
D9 - date returned to mfg. 05-jun-2025. H3: one device was received for analysis. The service history review identified there was no previous service history in the past 12 months. The reported issue was confirmed through the upstream occlusion test as the device constantly alarmed. The root cause of the issue was the defective uso sensor. The uso sensor was replaced to resolve the issue. Further investigation found that the downstream occlusion (dso) seal needed to be replaced. The dso/uso sensors were calibrated. The device then passed all tests after the repairs.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the upstream occlusion sensor was unresponsive. The event happened during testing and no patient involvement was reported.